Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by retractor band and connections. The technical service attempted a clean out of the inventory on meditech and sent the pocket loads from the es server to resolve the issue. The system functioned as intended after the technical service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a device inventory shown up incorrect in meditech. A customer reported there was a delay in dispensing medication there were no adverse events or injuries reported based on this incident.